Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported advantage system blood glucose results of 180 mg/dl, 71 mg/dl and 183 mg/dl within 10 minutes. Customer felt like his blood glucose may be low at time of testing. Drank orange juice himself and is now feeling better. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.